Event description:
It was reported service report that the inside and outside support brackets were fractured on the patient right litter rail which could affect stability and support. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.